Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level ranged from the high 100's (mg/dl) to 200 (mg/dl). To resolve the issue, the customer changed the supplies.